Manufacturer narrative:
(B)(4). The device involved in this complaint has not been returned to the manufacturer at the time of this report. The investigation into this complaint is still in progress.

Event description:
Customer complaint alleges after intubation it was found that the "merocel coating gaped". A new laser tube was intubated. It was reported that on the extubated tube that "the coating had peeled off easily". Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). No product was returned for investigation, thus a visual examination and a functional test could not be performed. A device history record (DHR) review could not be reviewed as the lot number reported (16401) is not valid for product code 102004060 (size 6). The complaint could not be confirmed as the sample was not returned for evaluation. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
Customer complaint alleges after intubation it was found that the "merocel coating gaped". A new laser tube was intubated. It was reported that on the extubated tube that "the coating had peeled off easily". Patient condition reported as "fine".